Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 corrected information provided in d1 reported ¿unexpected controller failure¿ alarm upon boot-up of (B)(6) was caused by the console not being ¿gracefully¿ shut down after prior use. Aic software worked as per design by displaying said alarm, but the reason for disengaging aic batteries while aic was not plugged into wall ac was unable to be determined.

Event description:
The user facility reported that when the device was turned on, it experienced an unexpected failure. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.